Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the iol was exchanged. The pt was "unable to see" and experienced epithelial edema. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).